Event description:
It was reported that high impedance and noise was observed. During lead revision the physician noted the lead was twisted. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.